Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an issue with the fuse at the back was confirmed but not duplicated by baxter personnel during product evaluation. The root cause was assigned to a defective power supply. The complete rear housing assembly was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an issue with the fuse at the back. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).after further investigation by the quality engineers, it was found the root cause of the reported condition was assigned to a missing alternating current fuse that caused a defective power supply.